Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance. The ICD was not implanted and a replacement near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.